Event description:
Reporter indicated that a dell handheld computer's screen would not power off. The handheld computer has been returned and product analysis is pending.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.